Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from the consumer regarding a patient receiving intrathecal morphine. The indication for use was non-malignant pain. In 2014, the patient complained for a year about it not working, but "they did not listen to her." They finally checked and found a kink in the catheter. The patient was not getting any medication for a year. The patient experienced a lack of therapeutic effect. This was a sudden change in symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.